Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated and the reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported for leaks from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the leak requiring aspiration. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The steerable guide catheter (sgc) was advanced to the left atrium. While retracting the dilator under aspiration, air was noted in the syringe. Aspiration was continued and the sgc was removed and replaced. One clip was successfully implanted reducing mr to <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.